Manufacturer narrative:
Initial reporter phone no. (B)(6). The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection showed an external leak at the level of the drain bag sealing, near the stopcock. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, an external fluid leak from drain bag was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.